Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the barcode that printed on the zebra label printer did not scan. A technical support specialist (tss) had dialed into the station, reinstalled the driver, and followed the knowledge article zd411 printer release - pyxis communication 1821. Tss confirmed all settings were at default, performed a test print, and the customer verified it was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had barcode failed to scan. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.